Manufacturer narrative:
Concomitant medical products: 5076-58 lead; implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that five weeks post implant of the implantable pulse generator (ipg) the patient experienced a pocket infection. The ipg system was explanted. No further patient complications have been reported as a result of this event.